Event description:
It was reported that the procedure was performed to treat a lesion in the right anterior tibial artery with heavy calcification. The 1.2x20mm armada balloon dilatation catheter (bdc) was advanced to the target lesion; however, the balloon ruptured during the first inflation at 10 atmospheres (atm). Therefore, the bdc was removed from the patient. There was no adverse patient effect and no clinically significant delay in the procedure. The procedure was completed with another balloon. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported complaint appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.